Event description:
It was reported this biliary stent prematurely deployed during placement in the renal artery. Uneventful retrieval followed utilizing a snare through the introducer sheath. Pre-dilatation prior to stent placement was considered successful, therefore, another stent was not placed. The pt's condition is good. The delivery sys was returned for eval without the stent. The engineering eval revealed the safety lock was in the off position and the sheath was fully deployed. The distal end of the sys was reviewed and appeared to be normal in deployment. The handle was opened and full deployment was evident. A kink was noted in the shaft 45 millimeters from the proximal edge of the distal radiopaque marker. The pull wire in the handle was kinked. This device was used in an non-indicated procedure, renal stent placement. It was indicated that the pt's anatomy was tortuous and difficulty was encountered advancing the delivery sys through another MFR's introducer sheath. Co believes these factors may have contributed to this event. Co' directions for use state: "the symphony nitinol stent transhepatic biliary sys is indicated for use in treatment of biliary strictures produced by malignant neoplasms... Always use a sheath for the implant procedure...an introducer sheath of a 7 french or larger size is recommended."